Event description:
The ICD involved in this report was implanted on (B)(6), 2012. The device was interrogated by the physician on (B)(6); during the interrogation, a warning was displayed related to a reset of the ICD; "the device was re-initialized 1 time since the beginning of life". A new follow up was performed on (B)(6) with a company representative: the summary screen of the programmer showed two ventricular arrhythmias detected (but not treated) although no corresponding egm was found in the holter memories (aida) - which was empty. Upon a second interrogation, it was possible to review these egms and it was noticed that both ventricular arrythmias had been recorded on the implantation day (B)(6), suggesting they could be due to noise sensing. The physician is asking if the warning will remain upon each interrogation, and how it could be removed.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.